Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed and replicated the reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of this failure was determined to be a component failure and related to device design. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery hook (part# 470318-14 / lot# n11210316 / sequence# 0070) associated with this event has been performed. Per this review of the logs, the instrument was last used in a procedure on (B)(6) 2021 on system serial# (B)(4) with 3 uses remaining. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is being classified as a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the permanent cautery hook was noted to have a broken wire. There was no report of patient involvement. Per subsequent follow-up obtained on 30-aug-2021, the initial reporter reached out to the assistant nurse manager on 27-aug-2021, and she stated that the defect was noted by central processing department during the instrument reprocess phase, not intraoperatively by surgical staff.